Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was having some issues where if they would turn their neck to the right or left, or raise their arm it would zap them. Therapy a would buzz in their lower ribs on the front right side. When agent asked for event date they said they noticed if they moved differently in a chair they would get a zap so they turn therapy down, this had been going on probably since the 27th or 28th of november. The patient was redirected to their healthcare provider to further address the issue.